Event description:
Implant date: 2000. Pt felt a "pop" in the back. It was discovered afterwards that the rods had "popped" out of the top of the construct. Revision surgery in 2000 to replace device.